Event description:
It was reported the asymptomatic patient presented to clinic after receiving a patient notifier for sensing latency on the far field channel. The alert status was cleared. The patient will continue to be monitored.

Manufacturer narrative:
(B)(6).